Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy in 2005. The home patient presented to the clinic in 2005 with cloudy effluent . Effluent cultures were taken and a gram stain was performed resulting in the diagnosis of peritonitis. The patient was treated with fortaz 1.5mg intraperitoneal, once daily for 21 days. Based on the absence of symptoms the home patient's nurse concluded that the patient had fully recovered from the infection. The nurse stated that the cause of the infection was sue to the home patient's cat biting through the tubing of the home choice set.